Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft was broken. The complaint is confirmed for scissors cracked. Corrective action has been initiated to address this failure mode.

Event description:
The hospital reported that at the end of the saphenous vein harvesting procedure, the scissors on the harvesting cannula cracked at the shaft. The same unit was used to complete the procedure. The hospital did not report any patient complications. On september 29, 2004 failure analysis confirmed scissors shaft separation. This is a reportable malfunction.